Event description:
Wire came out of the cath and snapped. F/u information rec'd on 6/19/98 revealed that the dr punctured his hand with a wire (hypo tube) protruding from the sheath of the instrument.